Manufacturer narrative:
Device investigation revealed the substrate of the device to be broken. Additionally during explantation surgery one channel was found extra-cochlea most likely due to a partial post-operative migration of the electrode array. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user reports suddenly no hearing sensation with the device. No trauma has been reported. The user has been re-implanted on (B)(6), 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no hearing sensation with the device. No trauma has been reported. Re-implantation is considered.